Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm reported that since the customer was in jeopardy of having two of their three iabp units put out of service, the decision was made to swap the faulty fiber optic (fo) assembly with a working fo assembly from another cs300 that was permanently removed from clinical use due to a recorder failure. In order to repair this unit, the getinge stm installed the working fo assembly into this cs300 and proceeded to perform the pm. All testing passed and the iabp unit was cleared for service. The faulty fo assembly was then installed into the cs300 that had been removed from clinical use. The initial reporter named is a getinge employee whose contact details are: telephone number (B)(6); which differs from that of the event site. The full name of the event site is (B)(6) medical center.

Event description:
During preventative maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the fiber optic test. There was no patient involved and no adverse event reported.